Event description:
A blood transfusion was commenced with a volume to be infused (vtbi) of 160mls and a rate of 40mls/hr, however during the infusion the pump stopped and failed to alert the user by sounding an alarm or by displaying an error message. The clinician was unable to restart the infusion using the same pump. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.